Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an following an intraocular lens (iol) implant procedure, the patient experienced night vision problems. The iol was explanted and exchanged for an unknown monofocal lens following the secondary implant procedure. Additional information has been requested.